Manufacturer narrative:
Block b3: exact date unknown, event occurred in (B)(6) 2023.

Event description:
It was reported that the patient was having difficulty charging the ipg and was not able to connect ipg to the charger due to the ipg no longer in the original pocket site. The patient underwent a revision procedure wherein the ipg pocket site was moved. The patient was doing well postoperatively.